Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during use, the loop retriever of the meniscus mender set was disassembled between head and shaft when the package was opened. The procedure was completed with the same device using 1 of the 2 loop retrievers in the same box. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence of set, meniscus mender ii disposable and tfcc mender found that the operator should inspect assembled devices for integrity and particulate before loading into tray. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.